Manufacturer narrative:
Investigation summary: customer returned 15 loose 1/2cc, 12.7mm syringes. Customer states that the plunger rod is difficult to move. All returned syringes were tested and all plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 7240961. All inspections and challenges were performed per the applicable operations qc specifications. There were five notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd insulin syringe with bd ultra-fine¿ needle was difficult to move. There was no report of injury or medical interventions.